Event description:
It was reported that during a da vinci-assisted surgical procedure, one wire was loose at jaw side and surgeon was not able to close the jaws properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding the device being unable to open and close properly was confirmed by failure analysis.